Event description:
The patient contacted lfs (B)(4) on (B)(6) 2012 alleging inaccurate high readings on his one touch ultra easy meter. The patient mentioned that his meter has been giving him allegedly high readings around 20-25 mmol/l. He felt that the reading was inaccurate and tested on his non-diabetic friend and obtained the same similar readings as he had. The patient mentioned that approximately 6 weeks ago, on (B)(6) 2012, he had a bad stomach cramp and it went away; however, he still felt ill. Approximately 3 weeks ago, on (B)(6) 2012 he noticed his meter was displaying higher readings than usual. The patient mentioned that he had felt shaky, very hungry and tired, had blurred vision and overall felt strange. The patient was treated with glucose tablets/ glucose gel by his physician. A week ago on (B)(6) 2012, he went for an appointment and visited his physician who advised him to increase his diabetes medication of gliclazaide to 160mg, 80mg in the morning and evening. On (B)(6) 2012 the patient went to the pharmacy and tested on their device and obtained a result of 8.6 mmol/l. No treatment was given. While troubleshooting it was noted that the patient was keeping his test strips outside the vial and loosely in his carrying case. Customer service advised him on the proper way of storing test strips. Storing test strips incorrectly may lead to false blood glucose readings. Patient then opened a new vial of test strips and obtained a result of 5.6 mmol/l ( 100 mg/dl). Patient did not have control solution to check the vial of test strips. The product was replaced. The complaint is being reported since due to test strips not being stored properly, the patient developed symptoms and had to seek medical attention.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.